Event description:
Medtronic (covidien) received information regarding an incident regarding its manufactured products. During the treatment of an aneurysm measuring approximately 3.01mm x 3.2mm located in the ophthalmic segment of the left ica (internal carotid artery), the pipeline (3.25mm x 20mm) was deployed without issues, but it foreshortened into the distal cavernous portion of the left ica which had a moderately increased diameter compared to the previously noted landing zone. Post angiogram of the first pipeline placement showed sufficient distal wall apposition on pipeline, but insufficient wall apposition at proximal aspect of device in distal left ica. At this point a second pipeline (size unknown) was used to alleviate existing endoleak. The marksman catheter was advanced into the implanted pipeline, with some difficulty due to tortuosity and insufficient proximal wall apposition. During advancement of marksman, the indwelling pipeline migrated significantly to a distal position. The first pipeline (3.25mm x 20mm) was now observed to be located at the distal lica (terminus) and distal to the neck of aneurysm of intended treatment. It was decided to place the additional pipeline into the existing pipeline to again cover the neck of the aneurysm. A 3.5mm x 25mm pipeline was placed successfully. The patient was neurologically intact post procedure and was discharged the following day. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
Corrected to serious injury.